Event description:
It was reported that during implant, a leaflet dislodged and fell into the left ventricle. Info stated the leaflet was not retrieved; however, additional testing did not indicate the presence of the leaflet and the pt was reported to be doing well. No additional info has been received and the surgeon reported that he had no concerns with the performance of the device.